Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that since the implant surgery, the pt has suffered symptoms including, but not limited to pain, stiffness, swelling, inflammation, and reduced mobility.